Event description:
It was reported that pump battery after full charge lasted only 8 to 12 hours. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and transfer, no additional details were obtained, and no further action was required from technical support.